Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that there were air bubbles. The customer's blood glucose was 549 mg/dl at the time of incident. The customer's blood glucose was 439 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4) evaluated three sealed and two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusion or air bubbles were noted.